Event description:
The customer called reporting the unit of measure on their freestyle meter had changed from mmol/l to mg/dl. The meter is one that is designed with the uom being selectable. The meter has been returned and, during the course of investigation, has been discovered to have suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mmol/l. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. 0300, 0015, 0204, 0800 errors were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.